Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device with main energy selector switch set to 360j, the unit only delivered 150j. The complainant indicated that there was no pt involvement in the reported failure.